Event description:
It was reported that during a ureteral nephrectomy the clips were scissoring. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, 11 clips were found remaining inside the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device.